Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an 85 year old male patient presented with chest pain, elevated troponin with multi vessel disease and a highly calcified right coronary artery (rca). The patient was treated for non-st elevation myocardial infarction (nstemi). The impella was placed via right femoral access. A diagnostic angiogram was performed to confirm the vessels were open. A calcified mitral valve (mv) will require a coronary artery bypass graft (CABG) or a high-risk percutaneous coronary intervention (hrpci) with atherectomy. During sheath introduction, difficulties were experienced when attempting to cross the valve with the guidewire. Severe aortic stenosis and horizontal aorta were observed. The impella was delivered without issue. Multiple alarms were noted with left ventricle signal and eccentric wave forms. The impella was repositioned, and the alarms resolved. It was reported that when the medical professional attempted to pull the impella back from 91.5 centimeters to 90 centimeters, the pigtail became entangled in the papillary muscle preventing reposition. The patient was transferred to the cardiac catheterization laboratory (ccl) to undergo a hr percutaneous coronary intervention. (Pci) was completed on through the left femoral artery (lfa). It was reported that the preclose failed on the lfa, and slight oozing was noted. Manual pressure was held until hemostasis was achieved. It was reported that the patient was stable, but went into a flutter, then atrial fibrillation (afib). Amio bolus was administered and levophed was initiated in low doses. Weaning was successful, the impella device was explanted, and the patient survived the procedure. A 30-day MDR will be initiated for the reports of atrial fibrillation during support.